Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 24th, 25th and 26th distal stent wraps with struts raised and bunched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a moderately tortuous, mildly calcified lesion with 75% stenosis in the proximal right coronary artery. There was no damage noted to packaging and the device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated twice using a 2.0x15mm non-mdt device, after which approximately 25-50% stenosis remained. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It is reported that the device became slightly stuck in the calcification and when the device was removed the stent was noted to be deformed. The procedure was successfully completed using another stent device. No patient injury was reported.